Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of the replacement brush will no longer stay on the toothbrush / comes off while brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that her replacement oral-b brushhead, version unknown will no longer stay on her oral-b rechargeable toothbrush, version unknown. She stated that it comes off while she is brushing her teeth. No symptoms developed.

Manufacturer narrative:
10-sep-2015 product investigation results: reporter returned an unspecified number of toothbrush heads used with suspect product. Toothbrush heads confirmed to be counterfeit.

Event description:
Head of the replacement brush will no longer stay on the toothbrush / comes off while brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that her replacement oral-b brushhead, version unknown will no longer stay on her oral-b rechargeable toothbrush, version unknown. She stated that it comes off while she is brushing her teeth. No symptoms developed. 10-sep-2015 reporter returned an unspecified number of toothbrush heads. The suspect handle in this case was used with a toothbrush head that was confirmed to be counterfeit.